Event description:
It was reported that there was a calibration issue. Npi.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that the unit received for channel b requires service. Performed calibration to clear the error. Pm performed. All tests passed. A review of the device history record for (B)(6) was performed from date of manufacture, 03/16/2011 to the present date 10/12/2020 and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were there are production failures [no fault found- unverified problem,out of calibration, out of range, out of specification] which is in correlation to the customer reported issue. Q6-200140842 q6-200140673 q6-200126910 q6-200126669. The proximate cause of the reported issue was due to a failed channel b error 298.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a calibration issue. Npi.